Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his one touch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error 4 message first occurred ¿(B)(6) 2015¿. The patient manages his diabetes with a combination of medications including ¿insulin, diabetes pills¿ and on ¿(B)(6) 2015¿ continued with his usual dose of ¿insulin 10mg¿ including sliding scale as a result of the alleged product issue. The patient stated that on ¿(B)(6) 2015¿, after the alleged product issue began he developed the symptoms of ¿sore and holey fingers¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient¿s testing technique was correct, the test strips were stored correctly and the test strip completely drew in the sample. The cca was unable to walk through a retest as the patient did not have testing supplies, so the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.